Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A facility administrator (fa) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with a custom combiset. Treatment was initiated on the machine and a leak started at the heparin line connection. The heparin line was clamped and pressure caused the heparin line to separate from the rest of the system. Additional information was obtained during follow-up with a user facility nurse. The nurse visually observed blood on the machine and the floor. Upon inspecting treatment setup and handling the combiset bloodlines, the heparin line separated from the combiset and the flow of the blood leak increased. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is approximately 100 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no defect or damage noted to the bloodlines prior to this event or anywhere else on the set. No issues were encountered with the bloodlines during prime or setup. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with a custom combiset. Treatment was initiated on the machine and a leak started at the heparin line connection. The heparin line was clamped and pressure caused the heparin line to separate from the rest of the system. Additional information was obtained during follow-up with a user facility nurse. The nurse visually observed blood on the machine and the floor. Upon inspecting treatment setup and handling the combiset bloodlines, the heparin line separated from the combiset and the flow of the blood leak increased. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is approximately 100 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no defect or damage noted to the bloodlines prior to this event or anywhere else on the set. No issues were encountered with the bloodlines during prime or setup. The sample is available to be returned to the manufacturer for physical evaluation.